Event description:
It was reported that during the placement of a left ventricular assist device (lvad), the atrial lead was damaged. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.